Event description:
While using the aiming arm, the locking bolt did not position in the hole correctly. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The present pfna nail was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. A function test was made and discrepancies to the specification were not found. It is concluded that the cause of failure is not due to any manufacturing non-conformances. It is possible that either an increased pressure of the soft tissue during drilling, a to narrow medullary canal or not correctly fixed instruments caused this problem. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.